Event description:
The customer reported the ventilator would not pass extended self testing (est) due to an inhalation transducer autozero failure. The ventilator was not in use at the time of the reported problem, therefore there was no patient involvement or harm. The respironics service technician confirmed the reported problem. He also confirmed a diagnostic code in log history indicating the ventilator went vent inop while in use due to an inhalation autozero failure. The customer reported no patient harm. Vent inop. When in use, will stop providing ventilatory support to the patient. The service technician opened the ventilator and found the tubing kinked at the transducer. The service technician re-routed the tubing to a position which removed the kink in the tubing. The service technician again performed extended self test (est) which passed per operating specifications.